Event description:
A hosp in another country, reported that the piece that connects the chamber to the ventilator was missing from an rt235 infant breathing circuit. This fault was found prior to use. No pt consequence was reported.

Manufacturer narrative:
The returned breathing circuit was visually inspected. Results- the tube that connects the ventilator to the humidification chamber was missing from the returned breathing circuit bag. A lot check revealed no other similar complaints for this lot number. Conclusion- the part was most likely omitted during our packing process. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.0026%.